Manufacturer narrative:
A replacement reagent was sent to the customer. Instrument/device not involved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to alanine amino transferase (alt) cartridge leak. No injury was reported.